Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the delivery system detached. A 10/70 mm placehit biliary wallstent was selected for a cholangioscopy procedure converting the drain to a stent in a transplanted liver. There were previously implanted stents. Re-stenting on the right side billary to ductus choledokus was performed with the 10/70 mm wallstent. The stent was placed as planned. There was no resistance when the system was inserted in the patient, during the placement or during removal. When the delivery system was removed, the delivery system detached into three pieces. The metal pin, inner and outer catheter broke apart. The device was easily completely removed. The procedure was completed with this device. There were no patient complications and the patient was fine post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a 7f placehit wallstent delivery system (sds). A visual and tactile examination revealed that the outer sheath was severely kinked at more than one location and the inner shaft was detached from the steel metal shaft at its bond. The damages that were noticed are consistent with excessive tensile force being applied to the device. The stent cups/stent holder was visually examined and it showed no damage. Inspection of the remainder of the device presented no other damage or irregularities. A2: age at time of event: 18 years or older.

Event description:
It was reported that the delivery system detached. A 10/70 mm placehit biliary wallstent was selected for a cholangioscopy procedure converting the drain to a stent in a transplanted liver. There were previously implanted stents. Re-stenting on the right side billary to ductus choledokus was performed with the 10/70 mm wallstent. The stent was placed as planned. There was no resistance when the system was inserted in the patient, during the placement or during removal. When the delivery system was removed, the delivery system detached into three pieces. The metal pin, inner and outer catheter broke apart. The device was easily completely removed. The procedure was completed with this device. There were no patient complications and the patient was fine post procedure.

Event description:
It was reported that the delivery system detached. A 10/70 mm placehit biliary wallstent was selected for a cholangioscopy procedure converting the drain to a stent in a transplanted liver. There were previously implanted stents. Re-stenting on the right side billary to ductus choledokus was performed with the 10/70 mm wallstent. The stent was placed as planned. There was no resistance when the system was inserted in the patient, during the placement or during removal. When the delivery system was removed, the delivery system detached into three pieces. The metal pin, inner and outer catheter broke apart. The device was easily completely removed. The procedure was completed with this device. There were no patient complications and the patient was fine post procedure.